Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided. Complete common device name is: bit, milling, sterile and non. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the investigation of the complained drill bit shows that the shaft is broke off due to an excessive applied mechanical force. The drill bit was analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The cross section surface shows no irregularities. Unfortunately we are not able to determine the exact cause which has lead to this occurrence. Too much mechanical force had been applied during the surgery (hard bone or short duration of slant position). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device instrument and is an is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit is broken during surgery. This report is 1 of 1 for complaint (B)(4).